Event description:
Patient returned from u/s where IV pump was beeping. PICC line sluggish, but able to be flushed. Opened IV channel on pump and found approximately 1 inch bulge (similar to an aneurysm in a patient) at the top of the soft section of tubing. Tubing capped and new tubing hung on patient without issues.